Event description:
Customer mother reports receiving a reading of "hi" (>500mg/dl) on the freestyle meter. Mother then called the doctor who instructed her to give the child more insulin based on this reading. Shortly after, the customer had a hypoglycemic event. Paramedics were called and the customer was transported to the hospital where he was given a glucose i.v.